Manufacturer narrative:
Race: han nationality explanted date: device was not explanted the actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the after a 2.75 stent was placed through 7f sheath, planned to use 8f angio-seal for artery closure. Angiographic confirmed the indications. When complete the device deployment, blood leakage was found around the puncture. Pulled out the whole device and changed to manual compression was applied to achieve hemostasis. The following procedure went on well and no harm was found on the patient. The patient was recovering and was stable. A new angio-seal was used to finish the operation. Bleeding occurred in the procedure room. Pre-deployment angiogram was performed. This was a left femoral artery puncture. Additional information was received 24december2019: the procedure being performed was a plugging procedure. Blood leakage was found around the puncture. Meaning bleeding occurred around the device and occurred after device deployment. The whole device did not pull out but the user changed to manual compression. It is suspected that the anchor and/or collagen remained in the patient subcutaneously. An ultrasound was not performed to visually confirm location of subcomponents after device failure and manual compression. Once the angio-seal was pulled out hemostasis was achieved by manual compression. The estimated blood loss was less than 250cc.